Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to a high blood glucose level of 600 mg/dl. She stayed overnight for treatment. The customer also reported a recent high blood glucose level of 500 mg/dl. Her blood glucose level at the time of the report was 76 mg/dl. She had been experiencing large fluctuations in her blood glucose levels. She had been using manual injections to treat her high blood glucose levels. Standard troubleshooting was performed. Cracks in the pump were discovered. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. The unit functioned properly. The unit was received with a cracked case. The cracks were on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked belt clip slot.